Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2013 at 6:42am. The patient reported obtaining blood glucose readings of ¿283, 210, 323, 335, 391, 378, 394 and 445mg/dl¿ on the subject meter. The patient manages their diabetes with a combination of medication; specifically levemir, humalog and metformin. The patient did not make any changes to their usual diabetes management regimen and continued to take their usual dose of medication. The patient reported developing symptoms of ¿dizziness, off balance and blurry vision¿ at some point in the following weeks. The patient denied receiving any treatment for these symptoms and denied testing on any other device at this time. At the time of troubleshooting the csr verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported as the patient developed serious symptoms sometime after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.